Manufacturer narrative:
(B)(4).

Event description:
It was reported that electrocautery was used during an unrelated procedure. Upon interrogation after leaving procedure room, the pulse generator exhibited false elective replacement indicator. The device was message was cleared and resumed normal functions.